Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that ipg was inoperable. Reportedly, the patient stopped charging the ipg due to charging taking long.

Event description:
It was reported that the patient was unable to charge the ipg anymore for a few months. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.